Manufacturer narrative:
The insulin pump passed the displacement test, operating currents test, self test, off no power test, and a21 error test. The pump was unable to be primed during the prime test and there was a motor error alarm during the basic occlusion test due to fauly fsr motor. The unit passed the motor test. The following cosmetic damage was noted on the pump: minor scratches on the display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump kept alarming with motor error and no delivery alarms. The customer's blood glucose value at the time of incident is unknown. The errors occurred while the customer was bolusing. The insulin pump passed the displacement test. Customer treating the diabetes with a back-up plan and long-acting insulin. The insulin pump was returned for analysis and a replacement pump was shipped to the customer along with two infusion sets.